Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d4, h4: the device serial/lot number and date of manufacture were not known in the initial report and have been updated accordingly. The device UDI has also been updated. UDI: (B)(4).

Event description:
It was reported that following a total knee arthroplasty procedure, it was observed on the post operative radiograph that the cut was in varus when it was planned to be in valgus. It was reported that the robotic-assisted solution satellite station and base station device was being used for this event. The case was planned cemented. It was reported that the outcome presented 2.0 degrees valgus with a 4.0 degree flexion contracture. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. D4, h4: the device serial/lot number and device manufacture date are unknown. UDI: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was evaluated and no defects or issues were observed with the system or software. The investigation could not confirm the described issue of the cut in varus instead of 1.5 degree of valgus that was planned for the case. The device log files were reviewed for this event and it was determined that the robot was positioned to cut the tibia to the plan. It was also found that the pointer array was not used to verify the tibia cut. Per the instructions for use it is important to use the pointer array to check the accuracy of the performed cut relative to the plan. The exact root cause for the reported issue could not be established because the issue was not confirmed, and no failure was observed.